Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cover may have covered the hook of the scope tip, instead of over it completely. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): operation manual states the detection method at chapter 4 - 4.1. Operation manual states the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to linked patient identifier c24044708. The device was not returned to olympus for evaluation. Additional information was requested but details were not known or provided by the reporter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the duodenovideoscope's disposable cap detached from the device and into the patient and was passed naturally by the patient. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. The device was inspected prior to use in accordance with the instructions for use. There were no reports of patient harm, but there was an unspecified short delay since the procedure needed to be restarted with a new cap.